Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the balloon took too long to deflate. It was reported that the balloon was not able to be fully deflated before removing it from the patient, so the scope had to be removed together with the balloon. The procedure had already been completed successfully with the original device. There were no patient complications reported as a result of this event.